Event description:
A malfunction was reported on a pump by the caller, and no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.